Event description:
Customer reported that a patient was on a contrysystem machine when it was discovered that the patient was not breathing the staff performed cardio-pulmonary resuscitation and the patient as transferred to the hospital but expired shortly after arriving in the emergency room. The dialyzer and blood tubing set, both gambro products, were not retained for inspection. The cause of this patient's death is unk.

Manufacturer narrative:
Gambro has found no evidence to suggest that any gambro device caused or contributed to this event. The machine was inspected and was found to be operating within manufacturer's specifications.